Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the patient's post operative wound check, the right atrial (ra) lead presented with sensing issues and no atrial capture. During the patient¿s atrial lead revision, the ra lead was found to be dislodged. The physician attempted to reposition the lead in the atrium, but was unsuccessful after multiple attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.